Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv)lead was surgically abandoned due to a lead conductor fracture. It also exhibited loss of capture (loss of capture (loc), high pacing thresholds and impedance issues. Reasonable evidence suggest the abnormal measurements are due to the lead fracture. This lead was then successfully replaced. As surgical intervention was necessary to resolve the issue. This is considered a serious injury. No additional patient effect were reported.